Event description:
It was reported that during a lead replacement procedure on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-12959), the patient's right l1 lead fractured. The physician was unable to retrieve the fragment of the lead. As such, the fragment of the lead remains implanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.